Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 147 mg/dl. The customer stated that the device alarm after battery change, customer was advised that is normal behavior. The customer was advised to monitor the insulin pump. The customer also reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 147 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.